Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that alerts for possible high voltage lead issue and possible high voltage circuit damage were noted. The alerts occurred during charging for high voltage therapy. The arrhythmia reverted spontaneously. Low hv lead impedance was also noted. The lead and ICD were explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
Clavicle crush damage was noted at 35.9-36.7cm from the distal tip. The outer insulation was intact in this location. The etfe coating was abraded at 36.0-36.3cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 20.8-21.2cm from the distal tip. The etfe coating of one rv conductor was abraded and the other rv conductor was melted at this location. This is consistent with the observation from the field of low hv lead impedance.